Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of missing tamper seal was confirmed during external investigation along with the finding of a missing rubber foot. The unit also had a damaged rear case and front case. On 18-nov-2024 pcu device was received unboxed and with paperwork. External investigation revealed a missing tamper seal and missing rubber foot on the battery. Both rear case and front case have damages. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the tamper seal, rubber foot, rear case and front case. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing "don't break this seal" sticker. There was no patient involvement.